Manufacturer narrative:
E1 initial reporter phone: (B)(6). The product investigation was completed. Device evaluation details: visual inspection was performed, and no damage was observed. The octaray device was not returned for this investigation. A borescope was introduced inside the device shaft, the internal components of the device at the shaft area were damaged and the liner component was observed partially detached. A fourier transform infrared spectroscopy test (ftir) was performed and revealed that it was polytetrafluoroethylene (ptfe) - based material. This is the same material as vizigo liner. This condition may be related to the issue described by the customer. A device history record evaluation was performed for the finished device number 00002152 and no internal action was found during the review. The issue reported by the customer was confirmed since the foreign material is related to the vizigo liner and is related to the foreign material observed on the octaray catheter used during the procedure. The separation of this material could be related to the interaction between the dilator or the octaray device used during procedure however, this cannot be conclusively determined. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and when the bwi product analysis lab received the device for evaluation the following occurred: visual inspection was performed, and no damage was initially observed. However, when a borescope was introduced inside the device shaft, the internal components of the device at the shaft area were damaged and the liner component was observed partially detached. During the procedure, the following occurred. When they removed the device from the patient, a fiber-like material came out together when the octaray was removed from vizigo after the procedure. The procedure was terminated after the physician noticed the presence of fibers and collected them on the spot. There was no effect for the patient. The complaint product was used as per the IFU (instructions for use) with the package insert as usual. The damaged internal components is MDR-reportable.